Event description:
Additional information received "medtronic received information regarding an imaging system being used during t2-t6 fusion procedure. Issue occurred intraoperatively. There was a less than one hour of surgical delay. There was no impact on patient outcome".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stating that the clinical consultant (cc)completed a system checkout on different navigation systems. Cc chec ked accuracy with multiple instruments by doing imaging system spins from both sides of the image acquisition system (ias), and with both navigation systems. Cc found everything to be accurate during checkouts on different cases.

Manufacturer narrative:
H3,h6: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that not a software issue. Complaint data analysis found the event is due to a userworkflow issue as per complaint data. Software functioning as designed. B01,c19,d14 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that during surgery, the site noticed that several instruments were off. Sales did not know how far off the inaccuracy was or in what direction. Site did not take another confirmation spin, so technical service was opening another alleged inaccuracy case against their navigation system. Patient involved at time of event. No further information available. Site was requesting for troubleshooting that system be recalibrated.